Manufacturer narrative:
This event is recorded by zimmer biomet under: (B)(4). Visual examination of the returned product identified the device shows signs of use with some scuffing on the handle body. The plunger inside the handle body is fractured and not all of the pieces were returned. The prongs at the distal end of the sizer handle body are bent. Part and lot information verified from product etch; etch is slightly worn. Review of the device history record(s) identified no deviations or anomalies during manufacturing. A definitive root cause cannot be determined. The reported event is confirmed from product return. If any further information is found which would change or alter any conclusions or information, a supplemental report will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
No additional information is available regarding the incident.

Manufacturer narrative:
This event is recorded by zimmer biomet under (B)(4). The product is in the process of being evaluated by zimmer biomet. Once the product investigation has been completed, a follow up/final report will be submitted.

Event description:
It was reported that during surgery that the handle does not latch onto other instruments that it¿s supposed to. Product was returned and is fractured. There was no harm, injury, surgical/medical intervention to patient and no record of a delay. Due diligence is complete. No additional information is available.